Event description:
No new information.

Manufacturer narrative:
The complaint of spots or damage on the catheter could not be confirmed from the returned sample. One 22g insyte autoguard device from lot 5308187 was received in an open package. The sample appeared to be unused. A visual and microscopic examination of the returned device revealed no foreign matter on the device or in the packaging. As the sample was received in an open package, the reported material may have been displaced during handling in the clinical setting. There were no other similar complaints from the implicated lot. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Reported issue: per customer our nurses observed dark spots/rough spots/grooves on the inner part of these catheters. Event date: (B)(6) 2026. Injuries or adverse event: no.